Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The device is manufactured by prescription. The device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the thermoform retainer that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved.